Manufacturer narrative:
The product (sensor) has been returned and a visual inspection of the product was performed. No issues were observed and extended investigation is pending. A follow-up report will be filed once additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing what he believed was ¿bruising¿ while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 he noticed the ¿bruising and a bump¿ at the insertion site. Customer noted having contact with a healthcare provider on (B)(6) 2018 was prescribed mupirocin (a topical antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
Customer reported experiencing what he believed was ¿bruising¿ while wearing an adc freestyle libre sensor. It was further reported that on (B)(6) 2018 he noticed the ¿bruising and a bump¿ at the insertion site. Customer noted having contact with a healthcare provider on (B)(6) 2018 was prescribed mupirocin (a topical antibiotic). No additional treatment was reported. There was no report of death or permanent injury associated with this event.